Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the sterling es over-the-wire (otw) device was received with no other devices or original packaging. Visual and microscopic analysis revealed dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. There was a pinhole and scratches located on the distal side of the markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The pinhole and scratches in the outer surface of the balloon are consistent with the reported burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4)device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The target lesion was 100% stenosed and located in the moderately tortuous and calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm sterling es pta balloon catheter was advanced and on the first inflation to 8atms, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The lesion was de novo. The balloon catheter was selected for pre dilation and difficulty crossing the lesion was encountered. The balloon rupture occurred at the same time as the balloon inflation. The balloon catheter was fully deflated and able to be removed intact. The pre dilation procedure was not performed; however the lesion was post dilated.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The lesion was de novo. The balloon catheter was selected for pre dilation and difficulty crossing the lesion was encountered. The balloon rupture occurred at the same time as the balloon inflation. The balloon catheter was fully deflated and able to be removed intact. The pre dilation procedure was not performed; however the lesion was post dilated.